Manufacturer narrative:
The tandem pump user guide states: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump was accidentally submerged in water briefly, leading to malfunction alarm. Despite the malfunction, there was no adverse impact to the customer¿s blood glucose level. Technical support resolved to replace the pump, confirmed the shipping address, and instructed the caller on storage mode steps and how to return the pump within ten days. No immediate backup therapy was available, and the caller planned to contact their healthcare provider for guidance.